Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found external insulation abrasion was noted at 7.2-7.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
This report is to advise of an event observed during analysis.